Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: visual inspection of the product showed the battery pack was busted open and there were pieces of batteries as well as black debris from the battery expulsion throughout the tyvek tray. Batteries were in the correct orientation inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Event description:
It was reported that the battery had exploded. The event occurred outside of surgery. There was no reported patient harm or delay. Due diligence is complete, and no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4) . This medwatch is being filed as an initial report. E1 phone: (B)(6). G2: united kingdom customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.